Event description:
It was reported the patient presented with sudden chest pain accompanied by sweating for over 3 hours. Admitted with suspected acute non-st-segment elevation myocardial infarction (killip class I). On (B)(6) 2025, a PICC line was successfully placed via the right brachial vein under ultrasound guidance and local anesthesia. Right upper arm circumference: 30 cm. Catheter length placed in the body: 36 cm. Exposed length: 1 cm. Blood return was obtained from both lumens. At 14:00 on (B)(6) 2025, the patient reported dull pain at the PICC insertion site in the right upper arm. Upon examination by the nurse, no blood return was observed in either lumen during aspiration, and resistance was noted during injection. The physician was notified, and a specialized intravenous therapy nurse was consulted. A color doppler ultrasound of the internal jugular vein revealed thrombosis in the right subclavian vein. Plasma d-dimer level was 2181 ug/l, prothrombin time was 18.4 seconds. Both lumens were occluded. After repeated saline aspiration, patency was restored, but no blood return was observed upon re-aspiration. The catheter was removed on (B)(6) 2025, revealing a kink at the distal tip. This condition impairs normal catheter function.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.